Event description:
Journal reference: gan et al. "Bilateral subthalamic nucleus stimulation in advanced parkinson's disease, three year follow-up", journal of neurology (2007) 254:99-106. The study objective is to assess the long-term efficacy and safety of chronic bilateral stimulation of the subthalamic nucleus (stn) in 36 consecutive patients. The article describes results of a study involving patients being treated with bilateral-stn dbs for advanced parkinsons disease. Parkinsonian status was investigated postoperative, at 1 year and 3 year intervals. Both transient and long lasting complications were included in the article. One patient committed suicide six months post dbs implant. Following the surgery, the patient had pneumonia and atrial fibrillation and had not recovered from his previous preoperative parkinsonian status. The patient was not depressed prior to surgery.

Manufacturer narrative:
(See scanned pages).